Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Analysis was unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that she fell off the dock into the water the day prior and her pump is not working. Her blood glucose was 100 mg/dl. She said that there is fluid under the pump¿s screen and that she had a blank display. She was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.